Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was reported that a cs-064 ¿call service alarm¿ occurred while the user was performing a random function. Customer support has made several attempts to contact the consumer to acquire additional information. There is no further information, regarding the complaint, available at this time; if further information is provided, a follow up report shall be made. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/21/2016. Device evaluation: the device has been returned and evaluated by product analysis on 04/11/2016 with the following findings: investigators were unable to duplicate the complaint; due to continuous use of the pump, the black box data from the date of the original complaint has been overwritten. The review of the available black box data and the alarm history showed no evidence of 064 call service alarms. The rewind, load and prime sequence steps were performed with no call service alarm occurrences. The pump was exercised for 24 hours with no call service alarms, errors or warnings duplicated. Upon removal of the pump cover, no evidence of internal moisture or damage was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.